Event description:
Pt with hx of hydrocephalus was admitted through ER with evidence of intracranial pressure and distal proximal shunt malfunction. The pt started vomiting and had headache earlier in the day. On arrival to ER pt was comatose. The ventricular peritoneal shunt was placed at another facility at age 7 mo. The pt was emergently taken to operating room for revision and decompression of shunt. The ventricular catheter was left in place and connected with a metal connector to the new ps medical md pressure valve. This was connected to a new catheter. The pt was transfered via ground ambulance in stable condition to another facility with a pediatric ICU.